Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product : rvdr01 implantable pacemaker (B)(6) 2012. (B)(4).

Event description:
It was reported that following the implant of a pacing system (pacemaker and two pacing leads), the patient experienced pain at the implant site for almost a year. The system was explanted and not replaced. No further patient complications have been reported asa result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary : the full lead was returned and analyzed with no anomalies found. The proximal conductor of the lead became extrinsically distorted due to kinking/buckling and pulling/stretching/overstress, and the distal conductor was extrinsically distorted due to kinking/buckling. There was blood (not obstructed) on the proximal conductor. The inner and outer insulation of the lead was extrinsically breached due to a tear and pulling/stretching/overstress. Visual summary analysis of the lead indicated apparent explant damage and stretching.